Manufacturer narrative:
E1 - address 1 : (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had video connector crack. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections and the results of the final investigation. Updated fields: d8; e1; g3; h2; h3; h6 and h11. Corrected fields: e1; e3. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the video connector; component failure of the light guide adaptor; light guide adaptor connector was loose. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: component failure of the video connector. The most probable cause was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.